Event description:
It was reported that this was an emergency coronary intervention to treat a lesion located in the proximal to mid left anterior descending that was moderately tortuous and heavily calcified. After predilatation was performed, the 3.5x18 mm xience prime stent delivery system (sds) was advanced toward the lesion. The patient's symptoms of ventricular fibrillation and the need for cardiac massages throughout the procedure required the need to rush the procedure, which resulted in the mid shaft of the device becoming kinked inside the guiding catheter, almost separating. A new xience prime sds was used to complete the procedure successfully. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The shaft kink and break were confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.